Event description:
Implant surgeon reported patient had an acute band slippage - lap-band system was removed by another surgeon and a replacement apl lap-band system was implanted nine months later. Explanted lap-band system will not be returned.

Manufacturer narrative:
Taper ii. (B) (4). The access port connector associated with this report has not been returned and was discarded after surgery by the explant surgeon. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The explant surgeon discarded the explanted lap-band system. Therefore, no analysis or testing can be done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."